Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the device was returned with the handle intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. By applying slight pressure at the split between the deployment knob components, the deployment knob components separated. Damage was observed to the deployment knob tabs. One tab was observed to be slightly hinged and a small crack was observed on the distal end of the tab. A hairline crack was observed on the opposite tab. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Analysis of the returned dcs confirmed the reported actuator separation and damage to the handle tabs. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the deployment knob separated. No resistance was reported while loading and the capsule appeared to be straight. It was reported that the valve was crimped to approximately 1 cm of the frame and valve tissue was visible, while turning the deployment knob a ¿plastic crack sound¿ was heard and the deployment knob separated. The deployment knob was manually forced together so that and the valve could be released and loaded on a new delivery system for a successful implant. No adverse patient effects were reported.